Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. No changes or interventions were performed the device will continue to be monitored. The patient was in stable condition.